Event description:
It was reported that during installation the image does not display on the flex deflectable videoscope when angulation is applied. There were no reports of patient involvement.

Manufacturer narrative:
E1/facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. However, image noise was present. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector is deformed/scratched. A root cause could not be identified. Based on investigation results, it is likely that the damaged charged couple device led to the image noise. Additionally for the video connector damage, based on investigation results and based on historical data, possible causes from reasonably known information, including component damage or degradation, environmental issues like dust/contamination/humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit breaks. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.